Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a rotawire device. Visual inspection of the analysis of the returned product revealed that the guidewire was kinked approximately at 4.5 cm, 145.5 cm and 200 cm from the proximal end. The guidewire had the distal tip bent. The overall length, outer diameter (od) of the distal tip, od of the middle of the device, and od of the proximal section were within specification. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the burr became stuck on the guidewire. A 1.5mm rotapro and rotawire were selected for a procedure. During the procedure on the eighth run, the system was stalled and there was a degree of deceleration to maximum 7000 rpm. After that, device was retrieved, but the burr became stuck on the guidewire. Since only the catheter could not be retrieved, the catheter and the wire were removed together as one unit from the patient. Rotation was tried to perform outside the body, but the system stall continued. When wire was pulled forcibly, it was released from being stuck. When checked outside the body, there was no noticeable damaged found on the device. The procedure was completed successfully with this device. There were no patient complications reported.

Event description:
It was reported that the burr became stuck on the guidewire. A 1.5mm rotapro and rotawire were selected for a procedure. During the procedure on the eighth run, the system was stalled and there was a degree of deceleration to maximum 7000 rpm. After that, device was retrieved, but the burr became stuck on the guidewire. Since only the catheter could not be retrieved, the catheter and the wire were removed together as one unit from the patient. Rotation was tried to perform outside the body, but the system stall continued. When wire was pulled forcibly, it was released from being stuck. When checked outside the body, there was no noticeable damaged found on the device. The procedure was completed successfully with this device. There were no patient complications reported.